Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that until 2007, it had been 4 yrs since her last appointment. Starting approximately 3 weeks ago, the pt began experiencing sudden changes in both volume and pitch. These fluctuations occurred in very quick bursts. However, one time she reports it lasting an hour. At one point, she did notice these changes while pressing on her coil. At home, she did change out her cable but no other trouble shouting occurred. At her appointment in 2007, these fluctuations had not occurred for a couple days and did not occur during the appointment. Her cis pro+ speech processor was tried at that time with no occurrence of the fluctuations. Following this appointment, the plan was to monitor her. She called the clinic the next day, with complaints that the fluctuations were worse than ever and occurred with both the tempo+ and cis pro+ speech processors. Further testing was carried out four days later. The pt reported the sound as crackling and the sound volume increased and/or speech clarity would decrease for about 1 minute or more until another crackling sound. Several different programming manipulations were tried to either isolate the crackling or alleviate it. Every manipulation either increased the crackling or there was no change.